Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a 500 ml eva bag in which a separation occurred. According to the report, the product separated at the fill line. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.